Event description:
(B) (4). Inflation did not commence until pressure applied reached 15 atms. Then product would not deflate.

Manufacturer narrative:
The product was returned to clearstream and was examined by product development engineers. It was observed that there was a very severe kink located close to the strain relief. No other blockage or manufacturing defect was found on the catheter. A severe kink, such as the one observed, could cause inflation and deflation difficulties. It cannot be determined beyond doubt where a kink such as this occurred, however, products are 100% inspected, including for kinks and similar damage, at the end of the manufacturing process. It is possible that such a kink could occur during a difficult procedure.